Event description:
Dr. [Redacted name] noticed the aspiration on the phaco emulsification hand piece was not functioning properly. We proceeded to troubleshoot by first checking the disposable tip which did not resolve the issue. Next, I changed the hand piece entirely, also with no change in aspiration. We then changed the entire centurion machine and continued the case without further issue. Patient sustained a mild wound burn that required sutures and contact lens to stop wound leak and maintain the anterior chamber manufacturer response for phaco emulsification hand piece, phaco emulsification hand piece (per site reporter). I did attach the alcon work order for yesterday's inspection of the centurion, and no issues found. We did verified proper operation of centurion by performing test procedure and all tests and checks per alcon specification and also I did attach the last alcon preventive maintenance for this device, and my summary it could be handpiece or disposable tip defective or user error.